Manufacturer narrative:
Conclusion: damage to the reference electrode was determined to be the root cause of the device failure. Despite requested, neither further information on the cause of explantation nor in situ measurements whilst implanted could be retrieved. This is a combined initial/final report.

Event description:
It was reported that the family wanted the device removed as the recipient has become a non-user. The device was explanted on (B)(6) 2021. Despite requested, no additional information could be retrieved.